Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by auris health, inc., or its employees that the report constitutes an admission that the product, auris health, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during a monarch bronchoscopy procedure an e-stop error occurred. The physician was unable to clear the e-stop error and elected to abort the case. There were no reported adverse effects to the patient because of the system issues.

Manufacturer narrative:
Pdu estop fault reported by the customer was confirmed. A definitive root cause was not established for the reported issue.